Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the atypical events could not be conclusively determined. The evaluation of the returned portion of the percutaneous lead did not confirm any wire damage. Approximately 17 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. In addition, five wire segments approximately 3 inches in length were returned from each of the wires except for the green wire. An electrical continuity test of the lead was conducted and all wires were found to be electrically intact. Upon removal of the rescue tape repair and outer silicone sleeve, no damage to the clear bionate layer was noted. Moderate breakdown of the metal braided shield was observed adjacent to the metal connector and near the terminus of the distal end bend relief; however, the remainder of the shield appeared to be in good condition. Visual inspection of the wires under a microscope revealed minor insulation abrasion near the metal connector; however, no areas of compromised wire insulation exposing the inner metal conductors were observed. The returned portions of the percutaneous lead were suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the returned portion of the percutaneous lead did not identify an issue that would have contributed to the low speed/pump stoppage events captured in the log file. The patient remains ongoing on pump support using a grounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 10 months. The patient remains ongoing with the device; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that a percutaneous lead (driveline) issue was suspected due to red heart alarms, low speed operation alarms, and pump stoppage events. The patient was reportedly asymptomatic at the time of the event. Review of the submitted log file by a representative of the manufacturer's technical services team indicated 27 pump stoppage events, and 58 low speed advisories. The issues only appeared to be occurring while the lvad was connected to the power module. A percutaneous lead (driveline) replacement was performed on (B)(6) 2016. No open wires were found during phase interrupter test. Review of the submitted x-ray displays a suspect area of possible wire fracture. The patient's lead was wrapped with rescue tape from the distal end to approximately 4 inches from the exit site. A percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representatives, and all tests passed. The patient was tethered on a grounded patient cable without issue post repair. No additional information was provided.